Manufacturer narrative:
(B)(4).

Event description:
This is the report of a patient who received crrt on a prismaflex control unit. In previous treatment, with another prismaflex control unit, the extracorporeal blood volume (filter type and volume not reported) had reportedly not been returned to the patient when terminating the previous crrt treatment as the blood had clotted during trouble shooting. There was no medical intervention for this event. Approximately 2.5 hours after therapy was stopped, treatment was started with a new circuit and another prismaflex control unit. Approximately 20 minutes into new treatment the patient¿s blood pressure reportedly dropped to 50/20. An unknown amount of fluid of unknown type was given to raise the patient¿s blood pressure. No additional information is available.